Manufacturer narrative:
(B)(4). Pen needles were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer

Event description:
Consumer reported complaint for inaccurate dispense of the pen needles. Pharmacist is calling on behalf of the customer. Customer had stated that one of the pen needles is not dispensing their insulin. Pharmacist did not have the product available and was unable to provide lot information. Pharmacist stated she could not confirm if customer was using the trueplus pen needles; pharmacist stated that she was using the pharmacy's records to refill the trueplus pen needles 29g. No medical attention associated with the use of the product was reported.